Event description:
A surgeon reported that an intraocular lens was scratched when opened. There was no pt contact.

Manufacturer narrative:
The product was returned for analysis and did not meet release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 11/14/2008.